Event description:
It was reported that the siderail will give a false latch (does not lock) due to broken/damaged handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.